Event description:
A baxter service technician reported finding a infusor pump with "check flange alarm received during initial run ". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a infuso.r. With a "check flange alarm received during initial run" condition was confirmed and reproduced during product evaluation. The assignable cause was not determined and the device was returned unrepaired due to estimate refusal by customer. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A baxter service technician reported finding an as50 pump with "check flange alarm received during initial run." This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. The condition of a as50 with a "check flange alarm received during initial run" condition was confirmed and reproduced during product evaluation. The assignable cause was not determined and the device was returned unrepaired due to estimate refusal by customer.

Manufacturer narrative:
(B)(4). "Check flange" alarm received during initial run caused by malfunctioning barrel clamp. Confirmed "physical damage" - found broken upper plunger; cause: unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.